Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. Unit had minor scratched display window, cracked case at display window corner and a partially broken reservoir tube lip.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels and wanted to verify that the insulin pump was functioning properly. Blood glucose level at the time of the incident was 580 mg/dl, which was treated with manual injection. Blood glucose level at the time of the call was 540 mg/dl. During troubleshooting, the insulin pump did not pass the high pressure test. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.